Manufacturer narrative:
(B)(4). Method: the two returned mr290 humidification chambers were visually inspected for damage. Results: our inspection revealed that both chamber domes had cracks in them. A lot check indicated no other complaints for the lot number provided. Conclusion: every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. It is therefore unlikely that the crack to the chamber as described would have been present at the time of production. It is possible, however, that the complaint chamber sustained the reported damage as a result of accidental impact during transportation or storage of the device. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. The chamber cracks in this case were detected prior to patient connection with no consequence as a result. (B)(4).

Event description:
A hospital in (B)(6) reported that they found leakage from two mr290 autofeed humidification chambers. This was found before use on a patient.